Event description:
Mitral valve annuloplasty ring was found to be expired after surgeon began seating it into the valve space. This occurred after two checks were done to verify correct size. Manufacturer response according to site reporter: expiration dates are only required by FDA regulations but this does not mean product is old or deteriorating or non-sterile.